Manufacturer narrative:
The event occurred on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause of peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with anti-inflammatory gentamicin (intraperitoneally, dose and frequency not reported). At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing. No additional information is available.